Event description:
This notification is being reviewed due to a device showing a "vent service required" alarm. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" concerning the system obm (oxygen blending module) was found. The obm board needs to be replaced to address the issue. Additionally, it was observed that the device was not able to be powered up by ac. The power supply was found to be faulty and was replaced to address the issue.